Manufacturer narrative:
Investigation summary: no product returned asae/hematoma: hematoma noted at left groin site. With the femstop device hematoma quit expending. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history lot: device lot- 1979787. Device history batch subcomponent lot- n/a. Device history review the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a hematoma at the groin site. A femstop was placed to contain the hematoma. The patient is in stable condition.